Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that cubie drawer was failed. The field service engineer removed back cover and found damaged pyxibus cable and retractor band on drawer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had failed drawer. The field service engineer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.